Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cable was found to be the causative factor. This was repaired. The system was then found to be operating as intended.